Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a blue clamp was removed before attaching the cassette to the pump. When the cassette is attached to the pump, the pump would begin beeping continuously and wouldn't stop. No patient injury was reported.